Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further, relevant information, a supplemental medwatch report will be filed.

Event description:
A polaris ultra stent set was used during a procedure in 2008. According to the complainant, some resistance was felt while inserting the device. Upon removal, it was noted that the device was torn, however, no device fragments remained in the patient. The procedure was completed with another of the same device and there were no patient complications reported as a result of this event.